Manufacturer narrative:
H6: ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56

Event description:
It was reported to ventec that the device was displaying an alarm that the device was delivering low fio2 (fraction of inspired oxygen) levels. There were no reports of patient use associated with the reported issue.

Manufacturer narrative:
H6: the device was evaluated by ventec where the reported issue of it providing low fio2 (fraction of inspired oxygen) could not be confirmed. Proper device operation was confirmed through functional and performance testing. The cause of the reported issue could not be determined.